Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a slow decrease in sensing as well as a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. No changes have been made at this time and the ICD remains implanted and in service. No adverse patient effects were reported.